Manufacturer narrative:
(B)(4) - high positive pressure and poor inflation of capsular bag. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
MDR follow up # 1 incorrectly stated that the initial report indicated there was a product quality issue. All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification shows the lens has a stain in the center that appears to be viscoelastic as well as a few surface residuals that could be compatible with handling the lens in a non-sterile environment. The initial report indicated to quality issue with the iol. The condition of the returned iol was consistent with the report that the lens had patient contact but was not opened. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an ar40e 19.5 diopter intraocular lens (iol) ''high positive pressure'' was noted and there was ''poor inflation of the capsular bag." The iol was removed during the same procedure and the procedure was completed using a zcb00 iol. The report indicated that there was no incision enlargement required to remove the iol and a vitrectomy was not performed.